Event description:
It was reported that during a ptca procedure, involving a minimally calcified lesion in the circumflex (cx) coronary artery, the maverick2 monorail balloon failed to deflate. The physician had previously used this balloon to successfully dilate a lesion in the 1st marginal branch coronary artery. The balloon was then used to dilate the lesion in the cx,but the balloon would not deflate. The non-deflated balloon stayed inflated for about 21 minutes. The patient tolerated this long inflation with no ill effects. The physician then intentionally ruptured the balloon by introducing a second guiding catheter into the patient, through which he put down a second 0.014 wire and poked at the inflated balloon until it ruptured. The second wire was believed to be a asashi medium. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'okay'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.